Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer's blood glucose level was not impacted and an insulin pen was to be used to manage diabetes. As the customer was not with the contact at the time tandem technical support was contacted, a system check was unable to be performed to determine a possible cause of the occlusion.